Manufacturer narrative:
Further analysis was performed on the display module. Visual inspection revealed no anomalies. Bench analysis also did not find any anomalies. Conclusion: could not confirm any test failures, all requirements were met at the time of analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification. Analysis also found the upper case, two side bail covers, and the ring cover were broken. Lower case, battery release, and lead flex cover were contaminated. Battery contacts were compressed, one side bail was missing, and the battery drawer was dented (cosmetic). (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.